Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted.

Event description:
Patient reported approximately eight months post-implantation non-union of femoral neck fracture. This was resolved with physical therapy.